Event description:
It was reported "an unknown white foreign object was found inside the tubing at the tip end of the cvc set. Due to surgical needs, the cvc was inserted in the operating room on june 10. On june 11, an x-ray revealed a clear radiopaque area at the tip end of the cvc. After confirmation by the physician, it was verified that this was not a retained guidewire. On june 12, the cvc was removed from the patient, and a further x-ray confirmed a distinct radiopaque segment at the tip end. Upon cutting open the tubing, an unknown white foreign object was found inside one of the lumens." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer returned six photos for analysis. One photo showed the lidstock, two photos showed the cross-sectioned catheter body, and three photos showed x-ray images of the catheter body. The photos showing the cross-section clearly show a white substance in the proximal lumen. The material appears to resemble the plug extrusion and is part of the catheter design. This plug is also visible under x-ray to assist with catheter tip placement. The customer also returned one, 2-lumen cvc catheter. Signs of use in the form of biological material were observed on the sample. It was noted that the catheter body was returned severed, which matches the sample shown in the customer images. Visual analysis on the returned sample did not reveal any obvious defects or anomalies of any kind. Microscopic examination of the proximal skive hole confirmed that the plug extrusion was present as intended. A device history record reviews were performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "catheter tip location should be confirmed according to institutional policy and procedure". The report of a foreign, white material inside the catheter was not confirmed through complaint investigation. Per the returned sample and the customer photos, the white substance inside the proximal skive hole is actually the plug extrusion and is intended for the catheter design. Therefore, based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "an unknown white foreign object was found inside the tubing at the tip end of the cvc set. Due to surgical needs, the cvc was inserted in the operating room on (B)(6). On (B)(6), an x-ray revealed a clear radiopaque area at the tip end of the cvc. After confirmation by the physician, it was verified that this was not a retained guidewire. On june 12, the cvc was removed from the patient, and a further x-ray confirmed a distinct radiopaque segment at the tip end. Upon cutting open the tubing, an unknown white foreign object was found inside one of the lumens." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".